Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: there were no serious consequences in this case because the health care team was there to monitor and changed the syringe. However, this incident occurred on the intensive care unit and could have had harmful consequences for the patient. Leakage of product at the level of the piston with loss of expensive product.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: there were no serious consequences in this case because the health care team was there to monitor and changed the syringe. However, this incident occurred on the intensive care unit and could have had harmful consequences for the patient. Leakage of product at the level of the piston with loss of expensive product.

Manufacturer narrative:
H6: investigation summary no samples or pictures have been received for investigation, as no samples are available, syringes from the same lot number were analyzed. Upon visual inspection of the ten retained samples no defects can be observed, barrels do not present any damage that could have deformed their shape. The stopper is correctly assembled in all of them and when the syringe is disassembled, the plunger does not show any defect. Leakage test was performed, no defects observed. A device history review was performed for reported lot 2105022 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since no manufacturing defect can be observed in visual inspection of the samples evaluated and no defects observed during leakage testing, the root cause for the alleged defect cannot be determined with evidence, there are no corrective action at this time.